Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the doctor intends to replace one of the extensions at the time of the ins replacement surgery. Ins replacement surgery is for normal battery depletion. Surgery will be on (B)(6) 2020. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting done. Unknown if any interventions/actions taken. The issue is not yet resolved. No symptoms reported. On 2020-02-27 additional information was received. It was stated prior to ins replacement on (B)(6) 2020, the manufacturing representative (rep) interrogated the patient's system and contact 9 monopolar measured impedance at 4,443 while all bipolar configurations involved measured over 4,000 ohms as well. The high impedances were stated to not be impacting the patient's therapy. Due to this, the healthcare provider (hcp) decided against replacing the extension. The ins was replaced due to normal battery depletion. The new ins was interrogated and impedance values were all in normal range. Contact 9 measured at 935 ohms and all bipolar configurations involving contact 9 measured under 2,000 ohms.